Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who noted the issue occurred on 2/27 at 10:32 bed 786. The ras used philips remote services (prs) to dial in and examine the logs with the customer. The ras discovered the banner was still active. The log screen shot showed the red alarm played until the alarm was silenced. The staff member at central station silenced the alarm 3 times as they were acknowledged as alarms. The ras emailed the customer the screen shot of what was displayed and explained that long yellows were not in the arrhythmia chain and will still alarm. The ras also tried to simulate the event. The ras wanted to confirm the red banner did not drop down for the yellow banner. The ras noted the instructions for use (IFU) did not mention this type of situation occurs. Results of the simulation confirmed the vtach stayed on the screen. The ras emailed information to the customer along with all the screen shots of where they silenced the alarms all 3 of them. The same logs and information were sent to an internal philips product support engineer (pse) for further review. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be replicated. The phillips pse agreed with the ras's findings. The pse indicated the device worked as designed and configured and noted the alarms can occur concurrently due to the hr alarms being configured to star alarms. No product malfunction observed. No further investigation or action is warranted at this time.

Event description:
It was reported a ventricular tachycardia (vtach) alarmed for 5 seconds before it went away, and a high heart rate (hr) was alarming. The device was in use on patient at time of event, there was no adverse event reported.